Event description:
Received notification letter. Pt was wearing acuvue contact lenses and went swimming in the greece sea. Pt developed "pseudomonas aeruginosa" corneal infection. Pt was hospitalized in local hosp. Neither lot info, product nor culture is available from treating ophthalmologist. No add'l info is available to enable further investigation at this time.